Manufacturer narrative:
510k: this report is for an unknown cmf screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a sagittal split ramus osteotomy (ssro) procedure, one (1) 1.85mm ti matrix screw, one (1) 1.85mm ti matrix screw, and one (1) unknown cmf screwdriver were incompatible. The screws were unable to attach to the screwdriver. The procedure was completed using replacement devices. There was no surgical delay. There is no further information available. This report is for one (1) unk - screwdrivers: cmf. This is report 3 of 3 for (B)(4).